Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the evaluation/investigation was performed exclusively on the basis of the information provided by the customer. Based on the information available, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, based on the customer's description and our experience, the reported damage was most likely caused by mechanically induced wear and tear, possibly in combination with excessive force. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection in saline (turis) procedure, the ceramic insulation at the distal end of the inner sheath broke off inside the patient. However, no fragments remained inside the patient since they were reportedly retrieved. The intended procedure was successfully completed and there was no report about an adverse event or patient injury.